Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process and prior to a procedure, the device was getting hot. There was no delay, no medical intervention, no adverse consequences to the patient reported.